Event description:
It was reported that during use in a meniscus repair surgery, after the t1 of the fast-fix was implanted, the t2 was deployed simultaneously. T2 was deployed through the meniscus, and all the ts were removed from the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).

Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The actuator tip does not lock into the t1 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the enclosed images shows a fast fix inside it's clear packaging and outside it's clear packaging. The anchors and suture are not visible. The root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.